Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 336 mg/dl, which was treated using the insulin pump. The customer stated that he had been experiencing high blood glucose levels on the night prior to receiving the alarm. He advised that he was able to rewind and continue use of the insulin pump without issue. No other significant events leading to the alarm were observed. The customer also reported receiving a lost sensor alarm. He advised that he sometimes traveled and sometimes would go through airport scanners, although he stated that he did not bring the insulin pump through the scanners. Nothing further reported.